Manufacturer narrative:
The gluc3 reagent lot number and expiration date were not provided. The results from a hardware check showed issues with cell rinse functionalities. The field service engineer (fse) found a tear in a hose. The fse replaced the hose set, a solenoid valve, and vacuum vessel valves. Test runs were performed, and the instrument functioned correctly. The investigation determined that the issue found by the fse (tear in the hose) was the root cause of the event.

Event description:
The initial reporter complained of low results for "some" patient samples tested for glucose hk gen.3 (gluc3) on a cobas c 303 analytical unit. A discrepant low result was provided for 1 patient sample. The initial result was 8.45 mg/dl. The repeat result was 112 mg/dl.